Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line of the cycler set during fill 1 of 4 of treatment. The leak was located by the cap near the pin on the patient line. The cycler did not alarm prior to the patient finding the leak. It was confirmed that fluid came into contact with the cycler. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event and cycler replacement. Upon follow up, a patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient is trained on performing continuous ambulatory peritoneal dialysis (capd) if needed, however capd was not performed on the date of the event after treatment was canceled on the cycler. The patient received the replacement cycler the following day and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.